Manufacturer narrative:
The device was received for evaluation. The sample unit was inside its open blister package. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed and damage (bump) was observed on the male luer which, after further evaluation, was determined to be a cosmetic issue. Functional testing was performed: remove protector as required. Grasp finger grip to stabilize. Ensure slide clamp is open. Prime set, purge air. For each access, firmly push male luer of syringe or administration set directly against one-link connector¿s luer activated surface and rotate until connection is secure. The test passed with no issues. The sample was placed under water at eight (8) pounds per square inch for clear passage and pressure testing. No leak or disconnection was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medsun report number (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the luer lock connector of a one-link catheter extension set while attempting to connect the set to a non-baxter catheter. This occurred during infusion of unspecified IV fluids, and led to ¿some blood loss¿ for the patient. An inspection by a biomedical engineer at the facility revealed that there was an ¿abnormal bump¿ on the luer lock connector. There was no patient injury or medical intervention associated with this event. No additional information is available.